Manufacturer narrative:
Follow-up # 1 date of submission 4/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 3/30/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap was unable to be fully tightened and was returned stuck on the pump; it had to be forcibly removed. The returned battery cap was unable to fully tighten to the pump due to a damaged top slot. One battery cap contact height was out of specification. A test cap was used to complete the investigation and it was able to fully tighten to the pump and could be removed with no defects.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.